Event description:
It was reported via a remote transmission that the patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. The physician decided to leave the ICD unaddressed and continue monitoring. The patient was in stable condition.